Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unknown date, the patient began treatment with meropenem injection (1mg) and vancomycin injection (1mg) for peritonitis. The cause, hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd fluid. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, every 72 hours, intraperitoneal, discontinued) and meropenem injection (1gm, once daily, intraperitoneal, discontinued) for peritonitis. Four days after the event onset, the pd therapy was discontinued, pd catheter was removed and the patient was transferred to hemodialysis (hd). Hd therapy was ongoing. At the time of this report, the patient was discharged from the hospital; however, the patient has not recovered from the events. It was not reported if the patient was retrained on the proper aseptic technique. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.